Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found sensor's canula bent, unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to performed or reproduce skin irritation in lab.

Event description:
It is reported that a customer's sensor detached form them due to the adhesive tape not sticking. The customer also reported itchiness and skin irritation caused by the adhesive. The patient's blood glucose level was unknown. There are no signs of infection on the site of the sensor insertion. The customer states that the pump leaves a square indentation on his body. The customer was informed that a new sensor will be shipped to them. The customer stated that there were no significant events that could have led to the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.